Event description:
Patient receiving targeted temp management via coolguard in left subclav. While in room, rn started to hear a dripping sound, found to have coolguard attached to "out" lumen, and "in" lumen found snapped off, w/ coolguard squirting water into the air. Chronic care management called to bedside. Coolguard placed in bio bag & at bedside. Coolguard fluid removed from balloon & discharge per ccm.